Event description:
It was reported that a patient presented to clinic for a ventricular tachycardia/fibrillation. Device interrogation revealed non-sustained right ventricular oversensing episode due to oversensing wide qrs, and under-sensing of fine ventricular fibrillation. There were no hv output of the implantable cardioverter defibrillator (ICD). External defibrillation was performed to convert the rhythm. Programming changes were discussed, no changes or interventions were reported. The patient condition was stable.

Manufacturer narrative:
The provided session records were reviewed by technical services and undersensing was observed due to the amplitude of the fine vf rhythm was below programmed sensitivity settings. The device was performing per programmed settings. The device history record was reviewed; there were no nonconformances or rework associated with this serial number.